Event description:
Device malfunction: clip failed to deploy, vessel locator wings failed to retract, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery using a starclose device after an unspecified procedure. Reportedly, the trigger button was depressed; however, the clip did not deploy and the vessel locator wings did not retract. The device was pulled out and manual compression was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.